Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported damage to the delivery catheter pod was confirmed. The break of the barewire tip core was confirmed. The difficult to insert was unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. The damage (break) to the barewire tip likely occurred due to inadvertent mishandling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 70% stenosed, de novo lesion in the internal carotid artery. During preparation of an emboshield nav6 embolic protection system (eps), when loading the filtration element into the delivery catheter (dc) pod with the torque device, it was noted that the tip of the delivery catheter was bent. The filter could not be loaded into the dc pod and a new, same size nav6 was successfully used for the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. 6/15/23: the returned device identified on 6/15/23, that the device coils were stretched. The core was separated distal to the step and held together by the stretched coils. This will be conservatively upgraded to reportable malfunction. Subsequently, the following information was received: when the physician attempt to load the filter element into the dc, the coils separated when light touching the guide wire. Code 1069- break -core was added and the complaint remains reportable.